Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested to return the pump and supplies due to issues with elevated blood glucose (bg) levels (no values provided). Customer had been off of the pump for 4-5 months and believed that pump therapy might not be the best therapy for them. Customer declined any troubleshooting.